Event description:
It was reported that during a thermal ablation procedure a temperature error was received. This occurred with two catheters. A third catheter was used to complete the procedure. The procedure was extended one and a half hours, but without adverse patient consequences.